Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed a gradual rise in pace impedance to eventually become greater than 2000 ohms. The patient reported hearing the device beep. The system will continue to be monitored.